Manufacturer narrative:
The reason for this revision surgery was reported as dislocation and undersized poly. The previous surgery and the surgery detailed in this event occurred same day. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was a ncmr#53504 associated with the main part #509-00-036, rsp standard humeral socket insert, 36mm, hxe-plus, which documents that out of 20 parts lot, 2 parts were rejected due to dings and pits in the parts. Later the rejected parts were found no defects and accepted after proper justification. All other items in the lot were met with the design, fit and function requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation and undersized poly. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Due to the short time between previous and revision surgery, it is also possible that the event may have been occurred due to lack of post-operative care, patient noncompliance with medical instructions or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - dislocated/ undersized poly.